Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
This report is for the first stage revision due to septic arthritis on (B)(6) 2017. Original per form reports spacer devices as being revised. Procedure: patient underwent revision for septic arthritis with placement of spacer (B)(6) 2017. Reimplantation of implants occurred (B)(6) 2018.

Event description:
This report is for the first stage revision due to septic arthritis on (B)(6) 2017. Original per form reports spacer devices as being revised. Procedure: patient underwent revision for septic arthritis with placement of spacer (B)(6) 2017. Reimplantation of implants occurred (B)(6) 2018.

Manufacturer narrative:
Additional information supplied in: patient identifier, age or date of birth, sex, weight patient code. An event regarding infection involving an unknown knee was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as product was not returned -medical records received and evaluation: no medical records were received for review with a clinical consultant -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, pathology reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.